Event description:
Report received of an overdelivery of morphine. The morphine concentration was 1mg/ml in a 30ml syringe. The pump programming was not specified, but the customer stated that they usually give a loading dose, and then run a continuous and pca dose, with a 10 minute pt lock-out and a 4 hour limit. It was reported that the pt was in the recovery rooom following cesarean section. The nurse initiated a new syringe and morphine in the pump and locked the pump. Approx 5 to 10 minutes after initiation, the nurse transferred the pt to the postpartum unit. The recovery room and postpartum unit are on different floors. While the nurse was with the pt in the elevator, the pump sounded audible alarm. The nurse could not see the pump display and assumed that the pump was giving an audible alarm for low battery. After arriving in the pt's room, the nurse noted that the pump displayed the message "empty syringe." The nurse clamped the tubing, opened the pca pump and confirmed that the syringe was empty. It was estimated that the pt received 30mg of morphine in a 15-minute time frame. The pt remained in the postpartum unit and was monitored for the next hour. The pt was reported to be awake and alert with vital signs stable, and was "unfazed" by the dosage delivered. The pt did not require narcan or any medical interventions. The pump was removed from clinical use and sent to the biomedical engineer dept. Though requested, no further info was available.